Event description:
It was reported that prior to a biopsy procedure, when the gun is loaded, one out of every three times it disengaged without warning. There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2027).

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and found to be in good overall condition. The device for functionally tested and passed the tests as gun primed and fired as normal. No other anomalies were identified. Therefore, the investigation is unconfirmed for the reported gun is disengaged without warning. The root cause cannot be determined as the problem could not be reproduced for the reported device self-activation issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2027), g3. H11: b3, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, when the gun is loaded, one out of every three times it disengaged without warning. There was no patient contact.